Event description:
On (B)(6) 2017 an urgent follow-up was performed on a hospitalized patient. The subject ICD was programmed to vvi 40 min-1. However, it was reported that the patient had an asystole of around 7 seconds. As a lead dislodgement was suspected, an antero-posterior fluoroscopy exam was performed. During the follow-up performed on (B)(6) 2017, the r-waves amplitude was fluctuating between 3 and 12 mv, with the highest values corresponding to extrasystoles. As different extrasystole morphologies were observed, an irregular movement of the leads, mechanically leading to the extrasystoles was reportedly suspected. Other electrical performances were within normal range. On (B)(6) 2017, a ventricular lead dislodgement was diagnosed. A re-intervention was performed to replace the ventricular lead. The subject ICD was also explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
On (B)(6) 2017 an urgent follow-up was performed on a hospitalized patient. The subject ICD was programmed to vvi 40 min-1. However, it was reported that the patient had an asystole of around 7 seconds. As a lead dislodgement was suspected, an antero-posterior fluoroscopy exam was performed. During the follow-up performed on (B)(6) 2017, the r-waves amplitude was fluctuating between 3 and 12 mv, with the highest values corresponding to extrasystoles. As different extrasystole morphologies were observed, an irregular movement of the leads, mechanically leading to the extrasystoles was reportedly suspected. Other electrical performances were within normal range. On (B)(6) 2017, a ventricular lead dislodgement was diagnosed. A re-intervention was performed to replace the ventricular lead. The subject ICD was also explanted and returned for analysis.

Event description:
On (B)(6) 2017 an urgent follow-up was performed on a hospitalized patient. The subject ICD was programmed to vvi 40 min-1. However, it was reported that the patient had an asystole of around 7 seconds. As a lead dislodgement was suspected, an antero-posterior fluoroscopy exam was performed. During the follow-up performed on (B)(6) 2017, the r-waves amplitude was fluctuating between 3 and 12 mv, with the highest values corresponding to extrasystoles. As different extrasystole morphologies were observed, an irregular movement of the leads, mechanically leading to the extrasystoles was reportedly suspected. Other electrical performances were within normal range. On (B)(6) 2017, a ventricular lead dislodgement was diagnosed. A re-intervention was performed to replace the ventricular lead. The subject ICD was also explanted and returned for analysis.